Event description:
While the burr was being used during the patient's surgery, the head of the burr broke off inside the shaft of the patient's ulna. The surgeon tried to retrieve the head, but it was determined it would cause more harm to retrieve it than to leave it in. The burr head was left in the patient and the surgery continued as scheduled.======================manufacturer response for disposable burr bit for powered drill, 4.0 mm round solid carbide burr long (per site reporter).======================don't know...or notified them.